Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose of 492 mg/dl. Customer reported that no matter how much insulin customer attempted to administer his blood glucose would not lower. Customer current blood glucose was 364 mg/dl and 20 minutes prior it was 326 mg/dl. Troubleshooting was performed. Customer's symptoms were hand and feet were tingly, blurry vision, frustration, and sick to his stomach. Customer stated he was told by a nurse to go to the emergency room but customer was able to lower blood glucose to 200 mg/dl. Drive support cap was normal. Customer disconnected from quick release. No air bubbles or leaks noted. Settings on the device were correct. Troubleshooting was not completed due to customer not having another infusion set or tubing clamp to perform high pressure test. Customer stated he would call back. No further information reported.